Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that the touchscreen is non-responsive and has signs of delamination on the bottom right-hand corner of the screen. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the failure analysis lab received the suspect faulty front panel where the reported issue was reproduced and isolated to fluid ingress of the front panel. This failure is part of an internal investigation.